Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, d10, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Dimensional analysis of the returned product found the angle measurement of the carrier was approximately 9 degrees 12 minutes, which is not within specification for a 1.5 to 1 carrier. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.

Event description:
There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Additional evaluation of the product found that it was conforming. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is not confirmed as product was found to be to specification. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1: (B)(6). G2: foreign: germany.

Event description:
It was reported that prior to surgery, the cutting pattern was thinner than specified dimension. There was no patient involvement. Due diligence is complete, no further information is available.